Manufacturer narrative:
The device was received with all buttons functioning properly. There was no damage in the keypad assembly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, scratches on the lcd window, scratches on the case and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive during the manual prime sequence. Customer advised the insulin pump was stuck in a loop and they were unable to get out of it. Customer advised the scroll bar did not move up or down without input from the user. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.